Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead migrated 4mm past the cardiac border and it was suspected there was a perforation. It was further reported there was low impedance, rising thresholds over time, high thresholds and loss of capture at max output. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was low sensing on the right ventricular (rv) lead.